Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be retracted and clogged with blood. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
Related manufacturer report number: 2017865-2025-11536. It was reported that patient presented in clinic experiencing low heart rate and dizziness. Upon interrogation, it was noted that right ventricular (rv) lead exhibited loss of capture. It was also observed through fluoroscopy that atrial and right ventricular leads had dislodged and there was no slack on atrial lead. Both leads were explanted and replaced with new leads. Patient condition was stable.

Event description:
Hematoma was also seen, and it was evacuated during lead replacement procedure.

Manufacturer narrative:
Correction: h6 clinical code should also include "hematoma".